Event description:
It was reported to (B)(6) that the vacutainer needle gets stuck in the catheter hub needs a tool to dislodge if does not break off and the catheter would need to be changed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).